Event description:
It was reported the catheter was being placed into the pt's subclavian in the surgical intensive care unit. Once the wire was being retracted back through the catheter, the wire unraveled. At which time, the physician removed both the wire and catheter as one unit and another kit was opened and placed successfully for the pt. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4).